Manufacturer narrative:
Tech found front limit switch was out of adjustment. Tech adjusted front limit switch to resolve issue.

Event description:
Technician found bed with note stating bed wouldn't go into trendelenburg.